Manufacturer narrative:
The issue was detected during priming, there was no patient involvement. The incident occurred at (B)(6). Sorin group (B)(4) manufactures the compactflo evo ph/m oxygenator. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the oxygenator de-primed during setup. The issue was detected during priming. There was no patient involvement. The unit was not returned to sorin group (B)(4) for evaluation. Without the physical device to evaluate, the root cause of the reported problem cannot be determined. Two other units from the same facility were returned to sorin group (B)(4) for evaluation. It was reported that the units de-primed during set-up. Testing of these units confirmed a communication between the water side and the blood side compartments (medwatch report 1718850-2011-00025 and 1718850-2011-00031). Sorin group (B)(4) manufactures the compactflo evo oxygenator. This oxygenator is not distributed in the u.s. Therefore, the 510(k) number is not applicable. However, the evo heat exchanger is used in similar oxygenators distributed in the u.s. The facility reported the incident to the country's competent authority. The heat exchanger is representative of heat exchangers found in oxygenators marketed in the u.s. Therefore, this medwatch report is being filed as a result of these issues.

Event description:
Sorin group (B)(4) received a report that the oxygenator de-primed during setup. The issue was detected during priming. There was no patient involvement.